Event description:
It was reported that the patient felt presyncopal and presented to the emergency room (ER). The right ventricular lead (rv) had intermittent loss of capture and progressively increasing impedances. Chest x-ray showed loss of lead slack over time. It was also noted that the patient experienced significant weight loss over the four years of implant life, significantly altering the orientation of the lead in the heart. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).